Event description:
It was reported that bd ultra-fine¿ insulin syringe is missing the shield and the needle is bent. This was discovered before use. The following information was provided by the initial reporter: needle is without the shield and is bent.

Manufacturer narrative:
H.6. Investigation: customer returned ten (10) 30gx8mm, 1ml bd insulin syringes sealed in a polybag from lot 8169644. Customer reported needle is without the shield and is bent. The returned polybag was examined, and it was observed that one of the syringes inside of the polybag had a separated cannula shield, and the cannula was bent. A review of the device history record was completed for batch# 8169644. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Automatic syringe assembly machine, which feeds 1cc/ml, syringe components (barrel, stopper, plunger) and assembles these components. This machine consists of a barrel-cleaning dial, lubrication dial, one plunger/stopper assembly dial and one syringe assembly dial and various inspection and transfer dials. It then goes to the form fill operation to be sealed in bags and packaged. There were no quality notifications or maintenance dispatches made during the run of this batch that pertained to the complaint. Therefore, no root cause can be determined. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ insulin syringe is missing the shield and the needle is bent. This was discovered before use. The following information was provided by the initial reporter: needle is without the shield and is bent.